Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 388 joules. Per the customer, the forward firing condition was noticed during the procedure while inside of the patient. There were no known issues with the patient. The fiber tip was cleaned. There were no unusual observations and no error codes from the laser console.